Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient undergoing an implant for an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported hcp went to do stage 2 on pt today, and the hcp noticed the encasing was separated/damaged and the lead was filled with blood. Rep tested impedance and all four electrodes were orange and not good; rep didn't check further. Hcp then used a different lead for the implant. System tested fine with new lead. Rep sent lead back for analysis. No symptoms were reported, and no further complications were reported or are anticipated.

Manufacturer narrative:
Product analysis # (B)(4): analysis information: 2019-10-31, (B)(4), product ID # 3889-28 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Upon receipt, visual inspection noted fluid consistent with body fluids in the lead. Each conductor is individually insulated so there was no impact on the lead or lead performance. Electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Per rep/hcp the patient weight was not known.